Manufacturer narrative:
Device evaluation by manufacturer: the rotablator console and foot pedal were received for analysis. Visual inspection of the console revealed a broken void seal, tape residue on the cover, damaged rubber feet, a missing front bezel screw, customer markings on the front panel near the dynaglide connector and customer markings on the rear panel near the serial number. Visual inspection of the foot pedal revealed the floor pad was gouged. Functional analysis of the console was performed and the rotational speed control was found to be linear when decreasing from maximum rpm, however, the turbine pressure control knob required extra turns before the pressure gauge reading registered a drop in pressure or before the rotational speed display registered a drop in rpms. Functional analysis of the foot pedal revealed it to function properly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as the returned device did not show any defect which could have contributed to the reported event. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, rotational speed was not stable. The location of the target lesion was not specified. During rotablation, inside the patient it was noted that the rotational speed was not maintained. It was observed that the burr was not spinning at the optimal speed when resistance due to calcified regions was encountered. The procedure was successfully completed with this device. A service call was later placed during which the speed issues were attributed to the rotablator console and fluctuating speed was reported. No patient complications were reported. Further information has been requested and is not available.

Event description:
It was reported that during a rotational atherectomy treatment procedure, rotational speed was not stable. The location of the target lesion was not specified. During rotablation, inside the patient it was noted that the rotational speed was not maintained. It was observed that the burr was not spinning at the optimal speed when resistance due to calcified regions was encountered. The procedure was successfully completed with this device. A service call was later placed during which the speed issues were attributed to the rotablator console and fluctuating speed was reported. No patient complications were reported. Further information has been requested and is not available.